Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510. A1-6: not provided by the customer. B3: not available at this time. Ge healthcare's investigation is in-progress. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that following transfer to another patient room, the ibp readings were significantly lower than those provided in the previous room (which were normal level). The patient was started on a noradrenaline infusion. The customer believes the ibp readings in the previous room were incorrect which may have led to a delay in treating the patient's hypotension.